Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited suspected premature battery depletion and the left ventricular (lv) lead showed low pacing impedance, along with a high lv pacing threshold. It was noted the lv lead was observed to be in the pericardial space, which was the probable cause for the low impedance and high threshold. The crt-d and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.